Manufacturer narrative:
No product will be returned per customer. The customer complaint of pump segment bulge was confirmed per picture received by customer. The bulge was observed on the silicone segment near the lower fitment. The root cause for this event could not be determined.

Event description:
The customer reported that a pacu patient who had been receiving fluids at 999 ml/hr in the or was noted to have no flow in his IV, so the crna gave an IV push of saline through one of the distal ports of the tubing. Since the patient was waking up and thrashing about, the pacu nurse said it is very possible that the tubing was not pinched when the flush was administered. It was then noted that there was a bulge in the pump segment of the IV tubing. Inspection of the IV site disclosed a kink in the IV catheter at its entry site which was corrected, and the IV tubing was exchanged for a new set. There was no report of patient harm or medical intervention.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.